Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. On (B)(6) 2017: during a follow-up, it was reported the customer was to use contact detach infusion sets to resolve their occlusion issues. Device not returned.

Event description:
It was reported multiple, intermittent occlusion alarms occurred. The customer experienced elevated blood glucose (bg) levels reaching 900mg/dl at its highest and ketones considered to be dangerous. Correction boluses were delivered and manual injections were administered to address the bg levels. As the occlusion alarms had occurred in the past, tandem technical support was unable to perform a system check to determine a possible cause of the occlusions.